Event description:
It was reported that the intraocular lens (iol) was cracked. It is unknown if there was patient contact with the device. The lens was discarded. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the lens was explanted/removed. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.